Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's daughter reported via phone call the reservoir had rewind anomaly. The customer¿s blood glucose level was 169 mg/dl at the time of the incident. The insulin pump will be returned for the analysis.